Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9, g4 (510k). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the implant in question was used in the surgery via tha for oa in hip joint. In the surgery, the surgeon tried to attach the said implant to the pinnacle cup ((B)(6)/ ju8050), but the said implant floated more than usual and did not fit well. The surgeon used a marathon polyliner instead. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023, the implant in question was used in the surgery via tha for oa in hip joint. In the surgery, the surgeon tried to attach the said implant to the pinnacle cup (121720052/ ju8050), but the said implant floated more than usual and did not fit well. The surgeon used a marathon polyliner instead. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there was no damage or defects with the ea delta cer insert 36idx52od. The allegation cannot be confirmed. No other defect was found. A dimensional inspection was performed for the ea delta cer insert 36idx52od and met specifications. A functional test could not be performed as the mating device was not returned. The overall complaint was unconfirmed as the observed condition of the ea delta cer insert 36idx52od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. Additionally, the dimensional protocols were review. The measurement results show that the dimensions were within the specified tolerance. 1) quantity manufactured: (B)(4), 2) date of manufacture: 27-jun-2022, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 03-31-2032, 5) IFU reference: IFU-78002788. Device history review : a manufacturing record evaluation was performed for the finished device [3849360 / 121881752] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.